Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of post-sensed t-wave oversensing were observed via remote transmission. Two months later, post-paced t-wave oversensing was noted via remote transmission. Programming changes and an induction test were recommended.